Event description:
New information notes that after several unsuccessful attempts to insert the lead through the introducer, the lead was damaged. The lead was replaced. The patient remained stable. There were no complications or patient consequences.

Manufacturer narrative:
Further information was requested but has not been received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. It was noted that the lead could not advance. The lead was discarded.